Event description:
It was reported that the patient went to the ER (emergency room) on the date of this report. The patient told the ER physician that he felt an uncomfortable ¿pinching¿ sensation in his back and front. The sensation increased when he extended his legs. This caused him to have increased spasticity in his legs. The patient also had increased pain. The patient believed that the catheter was kinked and causing his legs to spasm. He was only comfortable in the fetal position. The patient was hospitalized. The physician planned to have a CT scan of the system done to check for kinks. The pump was not interrogated. The patient status was reported as ¿alive-no injury¿. The device system was delivering lioresal. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).